Manufacturer narrative:
Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s left eye due to multifocal intolerance. The iol was replaced with a different johnson and johnson lens model zcu150 27.5 diopter. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 18-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a specimen cup. During a visual inspection, the device was inspected under magnification. The lens was cut in half with one haptic detached and the other haptic cut through the haptic optic junction. The lens was also observed to be coated in viscoelastic residue. The lens was cleaned and inspected, and no further issues were observed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.